Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was ¿nobody¿ filling the patient¿s pump as of the date of this report. The patient believed there was still medication in the pump and that the pump was not supposed to be filled again for two or three weeks.

Event description:
It was reported that the pump should have been close to running dry. The patient had been scheduled for a refill on the day prior to report. It was stated that the patient did not want to return to his managing physician. It was also stated that, since implant, the device had provided only "very minor relief" to the patient's pain. At the time of report, the patient had not fully decided what to do, but was going to "let it ride for a while." The device system was infusing morphine and an unknown drug.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).